Manufacturer narrative:
The reagent lot number was 888385. The expiration date was not provided. The field service engineer found severe contamination in the pipetting area and the protection plate and covers at the ultrasonic mixers were full of serum. These areas were cleaned. The sample and reagent probes were greatly misaligned. These were adjusted horizontally and vertically. He confirmed that hardware checks and performance test results were within expected limits. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas c 503 analytical unit. The sample was frozen between the time of initial testing and the repeat testing. An example was a cholesterol gen.2 initial result of 308 mg/dl. On (B)(6) 2015, the repeat result was 173 mg/dl.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.